Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 47-year-old male patient with a medical history of human immunodeficiency virus, a colostomy, diabetes mellitus, and heart failure with reduced ejection fraction of 15%, was admitted after failing home therapy with milrinone. An impella 5.5 was placed. After three weeks, the colostomy was reversed in the operating room. After one month of support, the patient developed an intestinal bleeding; systemic anticoagulation was temporarily halted, and a colonoscopy revealed an ulcer that was not actively bleeding at the time. The patient also received one unit of packed red blood cells. After 37 days, an "air in purge" alarm occurred that was resolved by an exchange of the purge cassette. After an off-label prolonged support duration of 41 days, the patient was successfully bridged to a permanent left ventricular assist device, and the impella 5.5 was removed.